Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that there was infection present at the patient's ipg site. As result, the patient's entire system was explanted on an unknown date to address the infection.

Manufacturer narrative:
B3- event date updated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.